Event description:
The facility reports upon removing the patient from the tub, the patient leaned forward and slipped off the bath lift with the lift in the high position. The resident suffered minor skin tears on the upper right shoulder.